Event description:
Per the clinic, the patient experienced no connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.